Event description:
It was reported that: "while checking the tray, we realized that the trial was cracked."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.